Event description:
It was reported that a buretrol IV solution administration set had a black particle in the tubing. This issue was observed during use. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a black embedded particle in the tubing. This confirmed the reported condition. The cause was determined to be a manufacturing defect with the tubing. The tubing was provided by a supplier. To address this issue the supplier was notified of this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.